Manufacturer narrative:
A review of the image files on the echo showed that sample ID (B)(4) visually appeared negative as reported by the instrument. Positive control performed as expected. A review of the color check image showed that plasma had been added to the test wells. The customer was advised to perform testing using a different method. Two additional samples from the same patient that were previously positive on the neo were re-tested on the neo and tested on the echo. Positive results were again obtained on the neo and negative results were obtained on the echo. A slight adherence was visiblein the test wells. Manual testing using peg was performed and samples resulted with very weak (1+) reactions for anti-e. Qc performed as expected. An immucor field service engineer replaced the discolored probe and performed the unexpected reactions checklist. Both the y-belt and the camera reader values were adjusted. Qc performed as expected. The instrument is operating within specifications.

Event description:
A customer reported obtaining unexpected negative results on galileo echo instrument (B)(4) with known anti-e sample.